Manufacturer narrative:
The insulin pump had intermittent button response due to an unlocked keypad connector. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
The customer's mother reported via phone call that the insulin pump experienced keypad issues. The customer's mother stated the esc button was not working. The customer's blood glucose was unknown. While troubleshooting, the customer had dropped the insulin pump while in the bathroom. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.